Event description:
During an atrial fibrillation ablation procedure, st elevation occurred during the transseptal puncture which resulted in acute coronary syndrome. A coronarography was performed; the coronary arteries were clean and the patient is in stable condition. No intervention was needed to resolve the embolism. The physician believes an air bubble may have caused the acute coronary syndrome

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Corrected information: d1, g3. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3005334138.

Event description:
In review of the file, the report was submitted on the brk needle used during the procedure. However, the more likely device to cause an air embolism is the sl0 sheath. Therefore, a corrected report is being submitted to reflect the sheath as the device involved in the event.